Event description:
It was reported that the insulin pump had shorter battery life than expected and that it kept alarming an error. The caller did not know the blood glucose reading. The caller stated that he was not present with the device at the time. He stated that the batteries lasted about 3 days. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No unexpected alarms were noted and the insulin pump passed the displacement test and the reset error test. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 2032227-2014-72231.